Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead remains in service.